Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the initial implant of a transcatheter aortic valve, it was observed that the valve frame was constrained, and the patient was suffering ventricular tachycardia. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed for the constrained valve, and the patient was defibrillated to treat the ventricular tachycardia. Following the initial bav, moderate paravalvular leak (pvl) was noted, and an additional bav was performed. It was noted that mild pvl was observed following the bavs. Approximately 4 years and 6 months later, moderate pvl was observed. The patient is currently being worked up for a potential valve-in-valve procedure. Per the physician, the patient's bicuspid, calcified, and large native valve contributed to the event.